Event description:
It was reported that the stent moved on the balloon. A 4.00 x 32 mm synergy was selected for use. However, during the preparation, the stent was found to be partially fallen off the balloon. The procedure was completed using an alternate device with no patient complications were reported.

Manufacturer narrative:
Synergy ous mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. No issues were noted along the shaft of the device. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Stent struts were damaged at mid-section of the stent with stent struts pulled and stretched over balloon cone and tip of device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement at the proximal end, stent was set between the proximal and distal markerbands. The distal stent struts were pulled over balloon cone and tip of device. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0.0475 inches which is within max crimped stent profile measurement.

Event description:
It was reported that the stent moved on the balloon. A 4.00 x 32 synergy drug eluting stent (des) was selected for use. However, during the preparation, the stent was found to be partially fallen off the balloon. The procedure was completed using an alternate device with no patient complications were reported.